Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient was very slow, lethargic, and could barely open his eyes. The cgm reading 43 mg/dl at that time. His wife called emergency medical technicians and when they arrived, they did a fingerstick that was 253 mg/dl. In the ambulance cgm was still showing low numbers. The patient was brought to the hospital where electrocardiogram (EKG), blood work, and chest x-ray were done. The hyperglycemia was treated with insulin. There was no other medical intervention, and the patient was released after 5 hours and felt ok at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.